Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. This is an ancillary service event. A service history review revealed a previous service event for damaged cpu board exists however the device was repaired and tested prior to being released. The device was visually inspected, functionally tested and an alarm log review was performed. The damaged cpu board was identified during functional testing when the lcd display was found to be distorted. The cause of the condition was not determined. No repairs were performed; the device was removed from service. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged central processing unit board (cpu). No additional information is available.